Manufacturer narrative:
It was reported that the device was explanted (date not reported). The patient was not re-implanted with a new device. This report is submitted on 12 april 2021.

Manufacturer narrative:
This report is submitted on march 25, 2021.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to explant the implant magnet due to the patient becoming a non-user and requiring MRI for a medical condition.